Manufacturer narrative:
Product event summary: at analysis it was confirmed that the frequency knob was missing, and it was additionally noted that the upper and lower cases were broken, the device was sticky, the battery contacts were contaminated and that its incoming inspection on the test console failed (sensing). The device was returned to the customer unrepaired per customer request.

Event description:
It was reported that the external pulse generator (epg) had a "button from the remote control" missing. Follow-up determined that this was referring to the knob on the epg which is used to adjust the rate and/or sensitivity. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.